Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting intermittent atrial sensing. An invasive procedure found body fluids in the atrial chamber. The physician indicated that he thought the header was 'cracked'. Lead thresholds were good. The physician elected to explant the ipg.